Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed a noisy image. The issue was found during inspection for use (prior to patient use). There were no reports of patient involvement.